Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After the guidewire crossed the lesion, a 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.